Event description:
It was reported by the mother of a 25 yo female that the bag portion of the catheter is stuck in individual packaging seals. The consumer has cath'd with this product for 8 yrs now and caths through her urethra. She gets 200 catheters per month, 2 cases. She reports that she has found 20 catheters that have this same defect. Both cases have the same lot and these 20 have come from both cases so far. She said the bag of the catheter itself is stuck in the side heat seal of the catheters individual packaging. She said it tends to be stuck on the bottom of the bag to the bottom seal of the packaging. If she pulls the bag out, it will tear the catheter's bag. They have not used ones like this with the reported defect and the majority have been discarded but she said she has kept 2 with the defect and can send photos of the concern. There was no harm. No additional information was provided.

Manufacturer narrative:
Device 4 of 20. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.